Manufacturer narrative:
D6; device was not returned for eval.

Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon was cutting and stapling the round ligament. Instrument cut but did not staple. Hemostasis could not be achieved. The case was converted to open to control bleeding. This occurred on the third firing. Hospital holding on to instrument. Rep will ask for instrument for non-destructive testing.